Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer returned their device to physio-control to have it checked. The customer had reported that the device's voice prompts were audible. During device evaluation, physio observed that the device's on/off button was intermittently unresponsive; the device would sometimes not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device could charge and shock defibrillation energy. The on/off button performed correctly, each time the device was powered on or off. The device's lid was evaluated; it was observed that the lid had a bur on the latch that kept the lid latch from disengaging the lid. The cause of the reported issue was due to the device's lid having a bur on the latch that kept the lid latch from disengaging the lid. A replacement device was provided to the customer under warranty.